Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an increase in shock lead impedance measurements of 90 to 96 ohms at the implant procedure; compared to the previous device of 77 ohms. There was no noise noted on the pace/sense or shock channel. A 41 joule shock was delivered which recorded a 71 ohm shock impedance measurement. Approximately three months later, the shock impedance measurements increased to 116 ohms in triad configuration. There was no noise present on any of the electrograms (egms) and noise was unable to be reproduced. The other configurations were checked and the shock lead impedance measurements were greater than 125 ohms in both the distal coil to proximal coil configuration and the distal coil to can configuration. A variety of troubleshooting options were discussed, however, no additional information was provided. It was later communicated that this patient passed away fifteen days later. There were no device specific reported allegations related to the patient's death. The device was not returned. The field representative contacted the clinic and the only information he was able to obtain was that the patient had elected to have their device deactivated on (B)(6) 2010 due to deteriorating health. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.